Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a small amount of drainage and some swelling at the ipg site. The patients ipg failed to connect to the remote and unable to charge.